Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high shock impedance measurements of greater than 125 ohms. Defibrillation threshold (dft) testing was performed which did not convert the patient at 35 joules, with a shock impedance measurement of 165 ohms. A surgical revision was performed and the lead was tested via the pacing system analyzer (psa). The high shock impedance issue was reproduced with the lead; therefore, the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.